Event description:
The customer reported false reactive architect total b-hcg and provided the following data: the initial result was 26.99, which was questioned by the patient¿s physician. The repeat result was < 1.2 (customer reference 0-5miu/ml is negative). The patient was a 7-year-old girl, with a clinical diagnosis of precocious puberty. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07k78-77 that has a similar product distributed in the us, list number 7k78, with 510k/PMA/bla number k983424.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending data for the architect total b-hcg reagent, lot 65732ud02 did identify an increase in complaints, however, the search by list number did not identify an increase in complaint activity for the current complaint issue. Device history review did not identify issues associated with the customer¿s observation. Accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Customer field data was used to assess the performance of the architect total b-hcg assay using worldwide field data. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the architect total b-hcg reagent was identified.

Event description:
The customer reported false reactive architect total b-hcg and provided the following data: the initial result was 26.99, which was questioned by the patient¿s physician. The repeat result was < 1.2 (customer reference 0-5miu/ml is negative). The patient was a 7-year-old girl, with a clinical diagnosis of precocious puberty. There was no reported impact to patient management.